Event description:
A 50cc iabp (intra-aortic balloon pump) was inserted into the right femoral artery. When the device was turned on the iabp inflated and deflated a few times and then an excessive pressure warning messaged appeared on the console screen. After a few attempts at troubleshooting, including changing consoles altogether, the help line for teleflex was called. We were advised that the warning usually represents a kink or blockage in the gas line or catheter itself. We were unable to resolve the warning and the decision was made by the physician to change the 50cc iabp out for a 40cc iabp. Once the change was complete we attempted to start the device and the screen on the console would not turn on. We switched to a different console and successfully started it. This is the second time this has occurred with this newer device.